Event description:
It was reported that during follow up, premature discharge of battery was noted on the patient's insertable cardiac monitor (icm). No changes or interventions were performed. There were no patient consequences.